Event description:
In accordance with 21 cfr 803.22 (b)(2), we are notifying you that on (B)(6) 2011, a customer contacted roche diagnostics and reported a hyperglycemic event. Customer reported he had to go to the hospital due to elevated blood glucose concerns. Customer stated his blood glucose readings got as high as 500 mg/dl and he felt thirsty and sluggish. Customer's target blood glucose range is around 180 mg/dl. The insulin cartridge, infusion site, and infusion set tubing were in use less than 24 hours. The adapter was changed on (B)(6) 2012. Customer was advised to change the infusion adapter with every 10th insulin cartridge change . Customer reported he went to the doctor the next morning because he didn't feel well and the doctor advised him to go to the hospital. The customer went to the hospital and the nurse tested his blood glucose level at 500 mg/dl. The doctors ran tests for his kidneys and placed him on an IV of unknown content. Customer stated they advised him to disconnect from his insulin pump and gave him a shot of fast acting insulin. Customer stated he felt better after 3 days. Customer was in the hospital for 6 days total. Customer reported the inset infusion set cannula was bent when he removed the infusion site from his body and he feels that is the 100% cause of his elevated blood glucose concerns and the hospital episode. Customer stated he has not had any concerns with the accu-chek spirit insulin pump and was not making any claims against the pump. The customer was released from the hospital without special instructions and his blood glucose level is back to normal. Customer requested to try accu-chek infusion sets; sent as a courtesy. Customer was provided with the phone number of the manufacturer of the inset infusion sets. No other concerns were reported. The inset infusion set mentioned in this event is not manufactured or imported by our firm. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).